Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. There was no report of confirmatory testing. There was no report of patient impact. Eua (B)(4). The following has been provided by the initial reporter: it was reported the customer was unable to determine her test results from reading the lines. I took a test yesterday and it was positive. Today I took the test and it¿s negative.

Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2005261, ¿had discrepant result, initially positive and retest was negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive or false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. There was no report of confirmatory testing. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: it was reported the customer was unable to determine her test results from reading the lines. I took a test yesterday and it was positive. Today I took the test and it¿s negative.